Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and loose drive support cap phase two. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 276mg/dl. The customer's levels had been as high as 400mg/dl. The customer treated the highs with the pump. The customer had received no delivery alarm. The customer states the alarm was resolved by complete set and reservoir change. Troubleshoot was conducted. The customer was advised tubing clamp would be sent in order to conduct high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised the pump would have to be replaced and returned for analysis.